Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product will not return since customer misplaced the device; customer contacted manufacturer for replacement.

Event description:
Consumer called for replacement meter due to misplacement. The customer's wife, (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer reported symptoms of blurred vision and does not feel well. Customer did not seek medical attention. Due to misplacement o meter, the customer has been unable to test for about a week, but continued to take medication as prescribed by physician. The customer is currently taking medication to manage diabetes. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is not provided. Adverse event not reported. On follow up phone, customer stated called the doctor for checking his blood glucose and set up an appointment.